Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins) for chronic pain. It was reported that the patient called the call center on (B)(6) 2024. The doctor mark and end of service (eos) were displayed on the patient's controller. Stimulation had stopped, so it was noted that the patient should contact the medical institution and have a medical consultation. Subsequently, they met the patient's attending physician on (B)(6) 2024. The ins implantation date was in late (B)(6) 2015, and they asked why the eos indication was displayed, even though the implant date was late (B)(6) 2015 and a full 9 years hadn't passed. It was determined that the ins was implanted on (B)(6) 2015. It was noted that there was a possibility of overdischarge, a patient misjudgment, or a "misrepresentation" at this point, but the cause of the issue was unknown. It was noted that the ins was originally scheduled to be replaced. The issue was not resolved. It was later confirmed that the elective replacement indicator (eri) message was displayed less than 8 years after implant. The physician inquired as to why the eri message appeared. According to session data from (B)(6) 2023, the "observation" section indicated that the device reached eri. Additional information received from a manufacturer representative. When asked for the cause of the premature eri/eos issue, they noted that it was possible the ins was interrogated and taken out of shipping mode before the implant date; the representative noted that the cause was not determined. They planned to collect the device data at the next outpatient visit, and to collect the ins as it was scheduled to be replaced in the fall. The exact date had not been determined yet. The issue was not resolved.

Manufacturer narrative:
G2: the country of origin is japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis #706790365: analysis information -- (B)(6) 2025 08:50:03 cst pli# 10 product ID# 37714 h3: the ins, model# 37714 serial# (B)(6), was returned for product analysis. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the implantable neurostimulator (ins) was at normal end of life. The elective replacement indicator (eri) or end of service (eos) indicator was set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.